Event description:
On 6/22/920an aus device was implanted. On 6/4/96 the cuff was revised. On 10/1/96 the entire device was removed from the pt and replaced due to fluid loss at junction of pump and tubing.